Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Ultra 360 patient positioning system (a2009) was returned for evaluation. The reported complaint was confirmed. The upper and lower handles are out of adjustment. Both shock cushions are worn. Unit received with std. Adaptor and not the tri-star adaptor. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ultra 360 patient positioning system (a2009) would not tighten enough. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.